Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that two infusion set fell off during use. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 6.